Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ during a follow-up call on 04/04/2017, it was confirmed that the customer received additional training from the clinical diabetes specialist (cds), and was able to load a new cartridge successfully and resume insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge. Reportedly, the cartridge was filled with 500 units of insulin. The customer's blood glucose level was 118 mg/dl. Recommendation was made to fill the cartridge with 480 units of insulin per labeling instructions.